Manufacturer narrative:
The reported event of subluxation is confirmed from radiological report. X-ray review noted, "left total knee arthroplasty with marked anterior subluxation of the tibia. Tibial component malalignment increases risk of anterior subluxation, especially excessive posterior slope of the tibial component. Valgus alignment of the tibial component may be associated with ligamentous laxity. Radiolucency of the tibial component cement bone interface is possible for loosening. General bone quality appears normal. The femoral component exhibits approximately 6° flexion rather than neutral alignment. The femoral component exhibits approximately 7° valgus alignment, at the upper limit of the desired range. Tibial component malalignment is thought of greater importance in this case, especially excessive posterior tibial slope (approximately 16°) which is a known risk factor for anterior subluxation/dislocation of the tibia. Tibial component valgus angulation (approximately 4°) may also contribute to instability. No product was returned; visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee arthroplasty. It was reported the patient experienced pain at night, during activities and daytime with rest. Her symptoms worsened when standing, bending, climbing stairs and walking. Patient had to use a walker to help ambulate. Subsequently, the patient underwent a revision approximately nine years post-implantation due to pain and wear, with posterior subluxation of the femur on the tibia. The articular surface, femoral and tibial tray were removed and replaced. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02697 and 1822565-2017-02698. Concomitant medical products: unknown zimmer nexgen gender cr flex size d, unknown nexgen pegged tibia, size 2, and unknown 29 mm patellar button. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee arthroplasty. It was reported the patient experienced pain at night, during activities and daytime with rest. Her symptoms worsened when standing, bending, climbing stairs and walking. Patient had to use a walker to help ambulate. Subsequently, the patient underwent a revision approximately nine years post-implantation due to pain and posterior subluxation of the femur on the tibia. The articular surface, femoral and tibial tray were removed and replaced. Additional information on the reported event is unavailable.